Event description:
It was reported that the non-dependent, asymptomatic patient presented in the clinic for an unrelated reason. During the pre-surgical interrogation, the atrial lead exhibited noise. The lead was explanted and a new lead was implanted successfully during the unrelated surgery. The patient was stable during and post procedure.

Manufacturer narrative:
Please retract this report 2017865-2017-33174, the same issue was previously reported as 2017865-2017-33942.